Event description:
Date of event: (B)(6) 2012 where it was reported that fibrin was observed and the patient was treated medically with prednisolone. Date of event: (B)(6) 2012 where it was reported that the tube had contacted the cornea. Date of event: (B)(6) 2012 where serious chordial effusion was diagnosed; the patient received IV prednisolone. The patient recovered. Date of event: (B)(6) 2012 where the doctor reported that the tube contacting the cornea was considered non serious. There was no endothelial decrease (loss). The patient will be followed for three (3) years as part of the clinical study. The shunt remains implanted. The serial number of the shunt was not provided.

Manufacturer narrative:
(B)(6). (B)(4). To date the baerveldt shunt remains implanted. All pertinent information available to abbott medical optics has been submitted.